Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 11/29/2011 device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under all of the key contacts.

Event description:
The patient reported that the keypad buttons are intermittently unresponsive and require harder presses to obtain a response. She stated that she wears the pump in her pocket, and cleans the pump with a soft damp cloth.